Manufacturer narrative:
The affected evita xl (production month: july 2008) was initially analyzed onsite by dräger service and later analyzed in the repair workshop at the manufacturer in lübeck. In the initial analysis, the power supply was determined to be the cause for the failure and replaced. In the analysis of the repair workshop, it was found that a sporadically stuck ram in the mixer cartridge air was actually the root cause of the reported problems. Due to this error, the voltage in the power supply was drawn down, resulting in several warmstarts until the device was turned off. By replacing the mixer cartridge, the error could be corrected. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. As the malfunction could not be solved by a single warmstart, the sequence continued until the device was turned off by the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that on (B)(6) 2019 at around 11:45am the evita xl failed without prior error message during patient ventilation. The display became black. A permanent acoustical sound and irregular breaths were generated by the device. As the nurse was present, the patient was immediately manually ventilated, and no patient consequences occurred. On (B)(6) 2019 the device was repaired and returned to use. On (B)(6) 2019 at 18:00pm the device failed again. The patient was immediately manually ventilated, and no patient consequences occurred.